Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker iii-IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease /folding of implant : observed crease fold in the photo. Other-medical-ndr : not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.